Event description:
It was reported that the pt had a pump replacement in 2009. Since implant, the pt felt "off". The pt was implanted in one location and then taken to a new location to be with her daughter when her husband could no longer care for her. The pt slept for 36 hours and "the family thought it was a virus". The pt was admitted to the hospital for evaluation. The reporter did not hear any alarms and did not know the pt's refill schedule. The hcp was considering device troubleshooting and wanted to check the pump for "leaks". Final pt outcome was not reported.